Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's flow sensor assembly was cleared of contamination to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the flow sensor assembly. The flow sensor assembly was cleaned to correct the issue. The air inlet foam was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the air inlet foam failing was due to degradation.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported a failure of the flow sensor assembly. The flow sensor assembly was cleaned to correct the issue. The air inlet foam was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the air inlet foam failing was due to degradation. During the evaluation, fibers were observed inside the flow sensor assembly from a degraded foam cover. The flow sensor was cleaned and the foam cover was replaced to address the issue.